Event description:
Kimberly-clark received a report from spain stating, " some fibers of table covers found in the eye of the patient." The fiber was detected during cataract surgery. The fiber of table cover was introduced by the surgeon during the procedure. The surgeon detected the fiber in the eye before the end of the procedure and when the artificial lens was already placed. For this reason, the surgeon had to remove the artificial lens in order to eliminate the fiber. The patient is well. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed for code (B)(4) with pack lot number ac0252 and showed this code was manufactured to specifications. The sample was returned to kimberly-clark for analysis and is undergoing disinfection processing to allow analysis by laboratory staff. If any additional relevant information is identified once samples are evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.